Event description:
Complainant alleged that during biomed testing, the associated device failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Device evaluation: the customer's report was duplicated and attributted to the faulty CPR d padz. The CPR d padz were scrapped and the customer was sent a replacement. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test with these electrode pads attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.